Event description:
A customer contacted home care services (hcs) regarding a clearlink which had failed to prime twice in the past two weeks. The customer believes that it could be due to a faulty filter. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A sample was not available. Therefore, the reported condition could not be confirmed and a root cause could not be determined. A follow-up report will be filed if additional information is received.